Event description:
Approximately 47 months after implantation ventricular oversensing was reported which led to inappropriate therapies. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed multiple marks of wear on the leads body, in particular 55 cm to 57 cm distal the df-4 connector the insulation was found rubbed through and a conductor cable was found exposed at this position, which is assumed to be the root cause of the clinical observation of oversensing and shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The fixation helix was most likely deformed during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.